Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead dislodged leading to complete atrio ventricular block, syncope and asystole. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.